Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, 80% stenosed, mid left anterior descending artery. The 3.75x15 mm voyager nc balloon would not inflate when pressure was applied. Several attempts were made to inflate the balloon; however, were unsuccessful. A new 3.75x15 mm voyager nc balloon was used successfully for dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation could not be confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.